Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three photos were provided and reviewed. All the three photos show the balloon in a partially deflated condition near the distal end of the balloon and kinks was noted on the catheter shaft near the hub. No other anomalies were noted and no significant evidence of balloon rupture couldn¿t be observed in the submitted photos. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. However, the investigation was confirmed for the identified material deformation. A definitive root cause for the reported balloon rupture and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 03/2026), g3, h6 (device, method). D2b (dqy;lit), h6 (result, conclusion). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the patient's forearm vein of endovascular arteriovenous fistula anastomosis via the left-sided approach, the pta balloon allegedly broke and leaked during the operation. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the patient's forearm vein of endovascular arteriovenous fistula anastomosis via the left-sided approach, the pta balloon allegedly broke and leaked during the operation. There was no reported patient injury.